Event description:
It was reported that during routine device check, post-paced t wave oversensing on the ventricular channel was observed via stored egms. Patient was asymptomatic. Programming changes were made and resolved the oversensing. There have been no further issues regarding this patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.